Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. Device passed self test. No unexpected back light anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump made humming sound. The customer¿s blood glucose level was unknown. Customer also stated that backlight was never able to switch on. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.